Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned tasp exhibits signs of repeated use and has fractured on lateral side. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the tibial articular surface fractured; the procedure was completed with another device without delay. No adverse events have been reported as a result of the malfunction.